Event description:
It was reported that a homechoice cassette had a connection issue when connecting to a solution bag; further described as the bag was "spinning" and started to "leak liquid¿. This occurred during set up of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.